Event description:
It was reported that the patient experienced ineffective stimulation. Imaging revealed that the s1 lead had migrated. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received confirmed the patient underwent surgical intervention wherein the lead was explanted and replaced. Post-operatively, stimulation therapy was restored.